Manufacturer narrative:
Insulin pump passed the self-test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No missing segments or partial display noted. The insulin pump was monitored for a day and no missing segments or display anomaly noted. No moisture damage was found on the electronic assembly, keyboard assembly, or motor/force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen was flashing intermittently after being exposed to fluid/moisture. Customer also reported the tubing was black and faded. Blood glucose level at the time of the incident was not provided. Troubleshooting was performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.